Event description:
Additional information was received from the patient. It was reported that no changes were made to the device or activity. It just started to activate on its own and had no control. Patient reported they went to the ER to get medical attention then had an appointment made with a manufacturer's representative. Patient reported they will be having a surgery on (B)(6) 2020 to replace ins with an active and controllable device for their comfort.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient turned the ins off to take a shower and after her shower while laying down, all of a sudden her fingers felt tingly and numb. The patient thought the ins turned on by itself, but the programmer was not used to verify if the stim was on or off. The patient was going to verify if stim is turned on or off by checking her programmer. It was also mentioned that for 2-3 months, or since probably(B)(6) 2020, no matter what level the ins was at it did not seem to help the pain. Later in the call the patient set the ins to 6.9 volts and it was helping. The patient has an appointment scheduled with the hcp for (B)(6) 2020. No further complications were reported.